Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during a surgery on an unknown date, the reamer head broke off. No additional information is available. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Manufacturing documents were reviewed and no complaint related issues were found. Investigation has shown that the weld between the shaft and reamer is indeed broken off. No abnormal findings were identified. The cause is unknown. Synthes has not had a single complaint regarding such a problem, therefore no further measures have been taken.